Event description:
During this pt's cochlear implant surgery, the stylet was withdrawn too early, but the intra-operative esrt and nrt measurements were normal. Therefore, the device was left implantated and the wound was closed. A follow-up CT scan revealed a tip foldover of the electrode array. Therefore, the device was explanted in 2005 and the pt was reimplanted with a new device on the same day.